Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure because fluid loss due to a broken tubing near pump. Tissue ingrowth around right cylinder was observed. The device was removed and a new ipp was implanted. No information about the patient's outcome was provided.